Event description:
A report was received that the patient might be having an allergic reaction to the stimulator. The patient was experiencing itching on her hands and feet. The patient underwent an explant procedure and was reportedly doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit. Model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.